Manufacturer narrative:
Manufacturer's report date on: (B)(4) 2013. Internal file no: (B)(4). Unable to determine the cause of the customer's report that the secondary backed up into the primary. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reported that one of the nurses had an issue with the infusion in which the secondary infusion was backing up into the primary set. There was no report of pt harm or medical intervention. No further pt/event info is available.